Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a undefined cartridge alarm occurred. The customer¿s blood glucose (bg) level was ¿high¿, although a value was not provided. Customer states elevated bg was due to ¿other medical issue, not specified¿. Customer addressed bg with a manual injection. Customer replaced the cartridge to resolve the issue.